Manufacturer narrative:
This report is filed february 24, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. Subsequently, the patient underwent a skin debridement procedure (B)(6) 2015 (day not reported) and (B)(6) 2016 (day not reported). The patient was also prescribed oral antibiotics (date not reported). On (B)(6) 2016, the patient was administered general anesthesia and underwent another skin debridement procedure, as well as placement of a new abutment. The implanted device remains.